Event description:
A surgical reported femtosecond laser was fired deeper than ocular coherence tomography (oct) image shown on screen. Capsule cut was done inside of nucleus, chop cuts were done at bottom portion of nucleus, and incision cuts were fired in aqueous humor. No consequence to pt was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).